Event description:
It was reported that the catheter hypotube became separated. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device had difficulty crossing the lesion. It was noted that the proximal part of the hypotube became separated (outside the y connector). The procedure was completed with a non-boston scientific product. No patient complications were reported. It was further reported that the balloon was simply pulled out and completely removed from the patient's body. The detached part was outside the body.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon folds were tightly wrapped. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found that the device was returned in 2 pieces and a complete hypotube break was noted at 20cm distal of the strain relief. Multiple kinks on several locations of the hypotube shaft were also observed during analysis. The types of damage noted are consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination found no issues with the shaft of the device which may have potentially contributed to the reported incident. No other issues were identified during the product analysis.

Manufacturer narrative:
E1 - initial reporter address:(B)(6).

Event description:
It was reported that the catheter hypotube became separated. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device had difficulty crossing the lesion. It was noted that the proximal part of the hypotube became separated (outside the y connector). The procedure was completed with a non-boston scientific product. No patient complications were reported. It was further reported that the balloon was simply pulled out and completely removed from the patient's body. The detached part was outside the body.

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that the catheter hypotube became separated. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device had difficulty crossing the lesion. It was noted that the proximal part of the hypotube became separated (outside the y connector). The procedure was completed with a non-boston scientific product. No patient complications were reported.